Event description:
This is a duplicate MFR report of the event previously documented under medwatch user facility. Facility reported an attempt to perform a double ablation during the same operative visit. During the second attempt, cavity integrity assessment (cia) failed to pass. A second device was used.

Manufacturer narrative:
This is a duplicate MFR report of the event previously documented under medwatch user facility report. The endometrial ablation procedure was conducted twice with the same device. This is in violation of the instructions for use (IFU) of the novasure endometrial ablation system listed under warning. The novasure procedure is intended to be performed only once during a single operative visit.